Event description:
Reference number 2579097 event occurred in the saudi arabia. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was 368 mg/dl and was treated by pump. No further information available.